Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that he was asleep when the sensor fell out. The customer declined troubleshooting for low blood glucose. The customer's blood glucose was 50 mg/dl and higher. He advised that this was normal, as he was working out daily due to a weight loss project at work. He advised that he had been in communication with his doctor about settings adjustments. The customer was advised that the sensor would be replaced and declined further assistance.